Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 26.0 mmol/l. The customer's current blood glucose was 18.9 mmol/l. Symptoms customer reported at the time of hospitalization event were nausea, headache and vomiting. The customer was treated with intravenous insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of high blood glucose event. The customer report did not allege under delivery on insulin pump. Customer was performed displacement test and self test and it was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.